Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported, I am writing to you because we have noticed a discrepancy with the 50 ml plastipak syringes. This discrepancy has caused the pumps to report errors when no error actually occurred. The syringes have been too worn, and the pump has detected this resistance additional information: was patient or user harmed? If yes, please explain. No patient or user was harmed. The biomedical engineering department tested the syringes so no patients involved could you please provide a date of event? 01-06-2026 please confirm the number of products affected for each lot (2603014 and 2512079) for lot 2603014 3 affected products available they all triggered the syringe pump alarm while tested. For lot 2512079 they also found a couple of products affected but no samples available the syringes were tested on both bd carefusion alaris pumps and codans argus pumps.